Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used on an unknown procedure in the bile duct performed on (B)(6) 2022. During the procedure, when attempted to deploy the stent, it was fractured. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.